Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2020. Data was evaluated and the allegation was confirmed. Additionally, it was determined that calibrations were entered during a period of rapid rate of change. The probable cause was determined to be improper calibration during a rapid rise or fall. The reported glucose values fall within the c zone of the parkes error grid. However, the data investigation found a difference in values that falls within the e zone of the parkes error grid. No injury or medical intervention was reported.